Event description:
The reporter stated the surgeon inserted a competitor's lens but the trailing haptic was torn by an msi-tf injector. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Method: injector lot number search; cartridge lot number search; foam tip plunger lot number search. Results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. A foam tip plunger lot number search was performed and no similar complaint was found.